Event description:
It was reported that a female patient who underwent a breast augmentation procedure with mentor memorygel breast implant 325cc gel breast prostheses later underwent a revision surgery to replace the devices with smaller implants on an unknown date. The smaller implants were unspecified mentor gel breast prostheses. The patient later underwent bilateral explantation of the smaller breast implants on an unknown date. This medwatch report is for the patient¿s left mentor memorygel breast implant 325cc gel breast prosthesis from the first surgery. Refer to manufacturer report number 1645337-2022-12706 for the report for the patient¿s right mentor memorygel breast implant 325cc gel breast prosthesis. Refer to manufacturer report number 1645337-2022-12708 and 1645337-2022-12709 for reports for the unspecified mentor gel breast prostheses from the patient¿s second surgery.

Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: desire for smaller implants. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06-dec-2022, mentor received additional information about the event: - the patient identifier is (B)(6). And the patient dob is (B)(6) 1961. - the explantation date is (B)(6) 2018. - the breast prostheses explanted on (B)(6) 2018 were replaced with mentor memorygel breast implant 275cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).